Manufacturer narrative:
The following elements have blank data.

Event description:
Pt scheduled for left hip total revision with explantation of stryker rejuvenate hip components d/t pain and recalled product.